Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for no known indication for use. It was noted the catheter had to be replaced once because of a kink. No further information was provided. The event date was unknown. No further complications were reported/anticipated.